Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was explanted due to the patient having recurrent episodes of pupillary block glaucoma. The surgeon was concerned about the thickness of the iol due to its high diopter. Additional information was requested.